Event description:
The consumer reported that a screw fell out of her walker which holds the stopper on the front wheel. This issue could possibly cause product instability and the potential for the user to fall.